Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin leaked out of the reservoir into the reservoir compartment. The customer stated she had dried the insulin pump. Blood glucose value was 211 mg/dl. The self-test was not performed. The customer was advised to change the entire infusion set and reservoir and monitor the device. The insulin pump was not replaced or returned for analysis.